Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level .customer's blood glucose level was 411 mg/dl at the time of incident. Customer stated that they did not enter carbohydrates for food after food consumption. Customer stated that they were also in pain due to other health concerns. Customer was assisted with self test and insulin pump passed the self test. Customer stated that sometimes they can not hear the alerts on the insulin pump. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. The device will not be returned for analysis.